Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the meter was faulty because it would not register the strip. The patient wasn't feeling right and the family couldn't get the meter to work so they didn't know what her blood sugar level was. They called the home health nurse for help. She arrived and could see the patient was pale, clammy, diaphoretic and non-responsive. Her eyes were open but she wouldn't talk. The meter would not register the strip and it took a few attempts to get the meter to accept the strip and take a reading. When she got the meter to work it gave a reading of 29, which correlated to the symptoms she was having. She gave the patient pancake syrup to bring glucose up. She could not get the meter to work again to check blood sugar after treatment and patient was non-responsive so she called the paramedics. When the paramedics arrived they treated the patient with IV glucose and transported her to the hospital. Replacing product.